Event description:
Event description guidant received information that during a routine patient follow-up in march 2004, the guidant representative was made aware of an event that occurred in august 2003 where the lead displayed a loss of capture in the ventricle resulting in intermittant pacing.